Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) is displaying the error "system over temperature." There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/ suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse checked that the temp sensor was most likely having a problem that resulted in the ¿system over temperature ¿ alarm. The fse replace the temp sensor, threaded probe with a new one by using the replacement part. After replacing the temp sensor, threaded probe, the machine was tested. The machine can now operate normally. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.